Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose was 270 mg/dl. The customer state that they had problems seeing main menu partial display. Customer also state that the pump was neither dropped nor bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up after battery installation. However, the display fades out after pressing any button due to faulty lcd driver on the lcd board. Unable to perform the displacement test or self test due to display anomaly.